Manufacturer narrative:
The event for heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device failed for heat due to corrosion affecting the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.